Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on google pixel 8 pro (android 15) with mmt-1885 780g pump (software ver. 6.23v) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy s25 (android 15) with mmt-1885 780g pump (software version 6.23v) was conducted and confirmed the issue was not reproduced. This issue has been confirmed through log analysis showing supervisor timeout errors. The software did not adhere to the specified requirements and failed to perform in accordance with the expectations specified in the software requirement as referenced in the 'sw requirement document' field. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisor_timeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnected in the pairing process. The esf corresponding is (B)(4). This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. Open android os settings. 2. On the very top of the android os settings list - tap on google account credentials. 3. Choose ""all services"". 4. Find the cross-device services in a list and tap on it. 5. If enabled, disables them. 6. If the cds steps does not resolve the issue fot the pt recommend the following steps: recommend to check if some application using bluetooth is installed on the phone. If so, the application has to be uninstalled. As an example of such applications could be fitness trackers apps, smart watches apps or smart home apps such as fitbit or polar flow and so on. After the apps are uninstalled the attempt to repair the phone should be repeated. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has not been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.